Event description:
It was reported that the patient received five inappropriate shocks as a result of oversensing noise. The pace sense portion of the right ventricular (rv) lead showed impedance greater than 2500 ohms and there was a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2007-(B)(6); (B)(4).